Event description:
It was reported that the right ventricular (rv) lead was fractured. The rv lead was capped and replaced. It was also reported that the right atrial (ra) lead was dislodged. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.